Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported posterior needle-to-cuff miss was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional peripheral procedure of the left superficial femoral artery, arteriotomy closure of an 8-french mildly calcified and mildly tortuous right common femoral artery access site was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, a posterior needle-to-cuff miss was observed. The device was removed and a second proglide device was used to achieve hemostasis. The procedure was performed under general anesthesia, which was not changed due to the observed posterior needle-to-cuff miss. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up will be submitted with all additional relevant information. The right common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.